Event description:
Boston scientific crm received information that a non-boston scientific sales representative (sr) contacted one of our sr alleging he was in a changeout procedure and one of our boston scientific pacemaker headers fell off. The non-boston scientific sr wouldn't give our sr any further information except the hospital location. Our sr contacted that hospital cath lab and they knew nothing of the incident.

Manufacturer narrative:
As of this report, there is no additional information available. Should additional information become available, this event would be updated as necessasry.